Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A healthcare worker reported that a patient was unhappy with their near vision following an intraocular lens (iol) implant procedure. The lens was explanted approximately two months following the initial procedure.